Event description:
Event description guidant received information that this patient's spouse called to report that a device replacement procedure had been scheduled in response to a recent safety communication that was issued on may 12, 2006 for this device model. Spouse was requesting a patient letter from guidant concerning financial reimbursement arrangements.